Event description:
The pt rec'd the scs system on (B)(6) 2011. It was reported the pt was unable to initiate a communication between the ipg and both the charger and the pt programmer. The pt also reported she felt the ipg pocket site was different and the ipg was protruding. A medical intervention is pending to resolve the issue. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.